Manufacturer narrative:
This is 1 of 3 reports filed for this literature article (B)(4).

Event description:
An article was published in the canadian journal of urology to present the authors experience with current markers of surgical proficiency for durable and reproducible outcomes following xps treatment of bph. A retrospective analysis was conducted on a prospectively collected database of 328 consecutive patients who underwent photoselective vaporization using greenlight xps by a single surgeon at a tertiary center. Interoperative complications reported were 1 chest pain, 2 transfusion, 1 urtethral stenosis, 4 capsular perforation and 1 false passage. Post operative there were complications of clavien I postoperative events were 10 incontinence, 24 hematuria, 32 luts. 1 constipation, 1 vomiting and 1 diminuation of overall state of health; clavien ii postoperative events of 2 urosepsis, 1 erectile dysfunction, 3 incontinence, 15 hematuria, 7 luts, 25 urinary retention, 12 urinary tract infection, 6 fevers, 1 paraphymosis, 1 prostatitis, 1 osteitits pubis; clavien iiib postoperative events 2 hematuria, 1 bnc, 1 false passage. In addition, there were 27 reported emergency room visits post procedure and 14 readmissions (cause not provided). There is insufficient information in the article to determine the number of patients impacted by the reported complications. This report is for interoperative complications reported